Event description:
It was reported that the patient was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred quite some time.